Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and high pacing thresholds on the right ventricular channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and high pacing thresholds on the right ventricular channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.